Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The customer reported that the low or high glucose alarm did not sound. Customer became confused and subsequently lost consciousness; however, no third-party treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.